Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer has been experiencing high blood glucose. He said that for the past two days, she has had a blood glucose between 400 mg/dl to 500 mg/dl. He said that he has changed her sensor and infusion set and the problem remains. The caller said that he has changed her set twice and treated manually but that the customer¿s blood glucose only goes down a little bit. During high blood glucose/under delivery troubleshooting, the customer¿s blood glucose at the time was 332 mg/dl and her current was over 600 mg/dl. The customer had symptoms of lethargy and thirst. The customer¿s husband said that the customer treated with the pump. The customer complained that their infusion set site was sore and that they use a cannula based infusion set. They were asked if they forgot to fill the cannula dead space after removing the introducer needle. They filled it. After removing the infusion set, they determined that the cannula was bent. They were advised that this may have contributed to the customer¿s high blood glucose and may interfere with the amount of insulin that is delivered. The customer declined to continue troubleshooting the pump. During bent infusion set cannula troubleshooting, the customer said that it bent after 12 hours of use. She had no issues with the tape adhering. The insulin pump will not be returning for analysis.